Event description:
During a hernia procedure the doctor was getting ready to put the electrosurgical pencil back in the holster when he noticed his thumb getting warm and discovered the sponge he was holding was on fire and also the drapes. The pt received a slight burn which didn't require treatment.